Manufacturer narrative:
The technician found the caster teeth on the swivel lock mechanisms were worn. He replaced the four casters to repair the stretcher.

Event description:
Information received indicates the caster tread would hold, but the caster would continue to swivel when in brake.